Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot#: (B)(4), ubd: 05-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving hydromorphone (7.5 mg/ml at .4997 mg/day) and bupivacaine (3.8 mg/ml at .2532 mg/day) via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that "sometime in (B)(6)" the patient's boluses stopped working for her pain relief. A dye study was performed on (B)(6) 2021 and it was discovered that the catheter had left intrathecal space and was coiled subcutaneously near the spinal entry sight in the midline pocket. The patient's dose was decreased. The pocket was opened and the existing spinal segment was removed completely and replaced with a new 8598a segment.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot#: (B)(4), ubd: 05-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving hydromorphone (7.5 mg/ml at .4997 mg/day) and bupivacaine (3.8 mg/ml at .2532 mg/day) via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that "sometime in (B)(6)" the patient's boluses stopped working for her pain relief. A dye study was performed on (B)(6) 2021 and it was discovered that the catheter had left intrathecal space and was coiled subcutaneously near the spinal entry sight in the midline pocket. The patient's dose was decreased. The pocket was opened and the existing spinal segment was removed completely and replaced with a new 8598a segment.